Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported having hernia surgery. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced an inguinal hernia on an unknown date due to unknown etiology. It was explained the patient experienced this inguinal hernia prior to their start on pd therapy and details of the initial diagnosis remain unknown. The patient underwent an outpatient hernia repair procedure on (B)(6) 2024. The patient was not hospitalized for this event (as initially reported). It was affirmed pd therapy did not exacerbate the size or severity of the patient¿s hernia and the hernia itself did not interfere with routine pd treatments. The patient¿s pd prescription fill volume was reduced to 1500 ml following the patient¿s procedure and he was scheduled to return to his regular pd prescription within one week of follow-up. It was confirmed the patient¿s hernia and associated outpatient procedure were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on ccpd therapy on the same liberty select cycler as before the procedure.

Manufacturer narrative:
Clinical review: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event of an inguinal hernia as he was diagnosed prior to his start on pd. It is well established those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s injury cannot be determined; however, it was confirmed that the patient¿s hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further supported by studies that have found most hernias occur prior to the patient¿s start on pd. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, though an allegation exists by the patient that stated pd fluid caused his hernia, there is no objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported having hernia surgery. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced an inguinal hernia on an unknown date due to unknown etiology. It was explained the patient experienced this inguinal hernia prior to their start on pd therapy and details of the initial diagnosis remain unknown. The patient underwent an outpatient hernia repair procedure on (B)(6) 2024. The patient was not hospitalized for this event (as initially reported). It was affirmed pd therapy did not exacerbate the size or severity of the patient¿s hernia and the hernia itself did not interfere with routine pd treatments. The patient¿s pd prescription fill volume was reduced to 1500 ml following the patient¿s procedure and he was scheduled to return to his regular pd prescription within one week of follow-up. It was confirmed the patient¿s hernia and associated outpatient procedure were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on ccpd therapy on the same liberty select cycler as before the procedure.